Event description:
A partial lead was not returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun. (B)(6).

Event description:
It was reported that low impedance was detected. The lead was capped and a partial lead returned.

Manufacturer narrative:
(B)(4).